Event description:
It was reported that during use of this crosspin u-guide with drill bit for an acl repair, the drill bit broke during drilling of the lateral tunnel. In addition, the other end of the drill bit was stuck in the u-guide. The surgeon made a wider (open) incision and used surgical instruments to remove the broken drill bit from the surgical site. There was approximately a 30 minute delay related to this event, and the surgery was completed using an alternate surgical technique.

Manufacturer narrative:
Conmed linvatec received this device for evaluation. A visual examination found the proximal end of the drill bit lodged in the u-guide. An investigation of this failure remains in process. A follow-up report will be sent upon completion. Associated report:1017294-2009-00097.